Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to the acetabular shell protruding through the patient's acetabulum. Surgeon reported existing factor of severe osteoporosis. The shell was revised to a stryker restoration gap cage.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a trident shell was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided for a review to the consulting clinician which concluded, " review of these records confirm multiple revision thas were performed for a periprosthetic acetabular fracture. No records were available that would indicate the cause of the fracture. Nor were any records available to document an ill fitting custom triflange acetabular component discussed in the event description. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion:it was reported that the patient's left hip was revised due to the acetabular shell protruding through the patient's acetabulum. The available medical records were provided for a review to the consulting clinician which concluded that review of these records confirm multiple revision thas were performed for a periprosthetic acetabular fracture. No records were available that would indicate the cause of the fracture. Nor were any records available to document an ill fitting custom triflange acetabular component discussed in the event description. The exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to the acetabular shell protruding through the patient's acetabulum. Surgeon reported existing factor of severe osteoporosis. The shell was revised to a stryker restoration gap cage.